Manufacturer narrative:
Information references the main component of the system.

Event description:
A manufacturing representative reported that the patient's right battery was depleting annually, with relatively normal settings and high impedance. It was reviewed the possibility of replacing the extension as opposed to adding a pocket adapter on the right and the rep stated they had another like that recently. No further information was given regarding this event.